Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
A mother reported on behalf of her daughter that upon removal the tampons were falling apart leaving pieces inside. Her daughter is confident that no tampon pieces remain inside.